Event description:
Additional information was received that the device was reprogrammed to resolve the event.

Event description:
During a follow-up in clinic, episodes of post-paced t-wave oversensing (pptwos) were recorded. Technical support was contacted and recommended reprogramming to resolve the event, but no intervention has been performed at this time. The patient was stable and will continue to be monitored.